Event description:
Sorin group (B)(4) received a report that during the procedure, the vent pump displayed an error code 432. The medical engineer power cycled the pump but the error code remained. The pump was changed out. There was no report of pt injury.

Manufacturer narrative:
Manufacture date will be provided in a f/u report when available. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The sorin engineer checked the pump but could not reproduce the problem. Sorin group (B)(4) has requested that the pump be returned for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete. The facility reported the incident to the country's competent authority. This medwatch report is being filed due to this action.